Event description:
When mixing bone cement an 80 mg bag was opened mixed appropriately. Tech felt the cement set up fast physician attempted to insert femoral component, not enough cement. It was necessary to remove cement and redo. Next mix of cement same weight 80 mg was adequate. Prolonged surgery time.